Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inflation pressure stopped increasing. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified right subclavian artery. A 26 encore balloon catheter inflation device was selected to inflate a non-bsc balloon catheter. On the first inflation, when the pressure was applied over 5 atmospheres, it was noted that the inflation pressure stopped increasing. Reconnection was performed but did not resolve the issue. The procedure was completed with another of same device. No patient complications reported and the patient's status was good.